Event description:
The svc report shows the customer reported that the 840 ventilator was inoperable. The customer reported to have replaced the graphical user interface (gui) pcb. Covidien was only authorized to upload the software. The vent passed all testing.